Event description:
The customer reported the insulin pump alarmed button error. Then the customer called back to reported that she experienced low blood glucose because the insulin pump failed the night before. The caller stated that she had an emergency room visit due to low blood glucose of 30mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was monitored for several hours and no button error alarm noted. After testing it was concluded that the device operated within specifications.